Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 9 infusions set tube leakage at event on 08-may-2024. Infusion set has been used for less than 24 hours. Blood glucose level was low. Therefore, patient consumed carbohydrate. No further information available.